Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The implantable cardioverter defibrillator exhibited one episode of non-sustained right ventricular oversensing was noted on the right ventricular channel, due to myopotential oversensing or otherwise external origin. The device was reprogrammed and issue resolved. The patient was stable.

Event description:
Correction: it was reported that the patient presented in clinic for follow-up. The implantable cardioverter defibrillator exhibited one episode of non-sustained right ventricular oversensing was noted on the right ventricular channel, due to myopotential oversensing or otherwise external origin. Loss of capture was also noted. The device was reprogrammed and issue resolved. The patient was stable.